Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was process residue underneath a capacitor, designator c157, on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not detect that a ventricular fibrillation (vf) ECG waveform was shockable. As a result, defibrillation may not be possible if it were necessary.